Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic colonoscopy, endoscopic mucosal resection (emr) for colonic polyps procedure while the patient was under sedation, approximately 3 cm of the rotating clip's main body that fell off inside the patient's large intestine that was retrieved using a snare. Furthermore, there were no unplanned diagnostic imaging to locate the device. A 10 minutes delay was reported but there were no additional general anesthesia or some type of sedation was administered. The procedure was completed using a back-up device. There were no reports of further patient harm. This report is for the clip.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. Updated fields: d8, e4, h2, h6. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.